Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Hm3 lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, infection (local, driveline, and pump pocket) and sepsis, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient had fallen on (B)(6) 2023 and fractured their humerus. After the fall a computed tomography (CT) was performed, and no bleeding was seen at that time. The patient was treated with vitamin k and medication. Prior to the patient's death on (B)(6) 2023 they experienced progressive cerebral edema, bacteremia, and were in septic shock. When the patient arrived to the hospital their international normalized ratio (inr) was measured to be 1.3. The patient experienced symptoms of numbness in the left side of their face, arm, and leg. The patient's cause of death was determined to be an intracranial bleed with herniation.